Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The weekly pacing lead trend data showed an increase for maximum ventricular pacing of 432 to 16382 ohms peak between (B)(6) 2013. The ventricular short interval counts (sic) was 19921 in 27.82 days between (B)(6) 2013. There were fourteen ventricular non-sustained tachycardia¿s recorded of less than or equal to 210 ms on (B)(6) 2013, and nineteen ventricular fibrillation (vf) of less than or equal to 210 ms between (B)(6) 2013. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead fracture was suspected due to oversensing, high lead impedance and noise on the electrogram. The rv lead is being scheduled for a revision. No patient complications have been reported as a result of this event.